Event description:
Revision surgery - patient had received a left rsp in 2002. She had increased pain since the following month, and after unsuccessful efforts to treat the patient non-invasively it was determined a revision surgery would be performed. The patient received a 40 n glenosphere with a 40 standard insert and +4 shell. The stem and baseplate were both found to be secure and were left in the patient.